Event description:
It was reported that a safeset device experienced a separation. The bonding failed below the safeset syringe while being used on the patient, in the hospital, for several days before failure. The patient lost blood. The event affects patient care. The transducer was removed from the patient as a step to resolve the issue. The other involved product was (B)(6). The root cause identified was failure of bonding was escalated to healthshare. There was no patient harm reported. This is one of three events.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
The reported complaint of separation was confirmed on the returned sample. During visual inspection, the female luer connected to the 2- way stopcock was received separated from the pressure tubing. The pressure tubing was not returned for evaluation. The tip of the female luer had an unknown solution residual. The probable cause of the separation is unknown without the return of the pressure tubing. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 11/16/2023.